Manufacturer narrative:
Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure CAPA/sa - no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550. Batch no. 0253600. Consumer reported found 1-4 pen needles that clogged during injection with victoza. Date of event: (B)(6) 2021. Sample status discard.